Event description:
Same case as MDR #6000093-2006-02569, 6000093-2006-02572, 6000093-2006-02566, 6000093-2006-02565, 6000093-2006-02567 and 6000093-2006-02568. It was reported that following a coronary drug eluting stenting treatment procedure, a thrombosis and death occurred, the left anterior descending (lad) was treated with a 3.0x24mm taxus express2 drug eluting stent. Then, due to some distal dissection in the lad, another taxus express2 stent, size 2.5x24mm, was placed in the lad. Seven months later, the patient presented with a significant lesion in the "short skip" area between the two previously implanted stents. Ivus evaluation of the lad was performed. Another manufacturer's guide catheter was delivered to the lad and a 3.0 x16mm taxus express2 drug eluting stent was deployed at 18 atm for 20 seconds in the lad. Then a 3.0x20mm ace balloon was delivered to the proximal portion of the circumflex (cx) and inflated to 4 atm for 20. The ostial lad was predilated at 4 atm for 20 seconds. Then a 3.0x16mm taxus express2 stent was deployed at 13 atm for 20 seconds in the proximal lad with attempt to protect the distal left main with a 3.0x20mm ace balloon directed to the cx. Repeat angiography demonstrated the stent was placed "somewhat distal to the origin of the lad." The cx was then predilated to 14 atm for 10 seconds; it is unclear what type of balloon was used. Ultrasound evaluation of the cx demonstrated the cx disease extends back to the ostium. A 3.0x32mm taxus express2 stent was deployed in the cx back to the ostium at 16atm for 15 seconds with a concomitant 12 atm 16 second inflation of the distal lm and proximal lad using the ace balloon. Repeat angiography demonstrated the stent to be well deployed at the ostium of the cx. A 3.0x12mm taxus express2 stent was placed in the distal lm and proximal lad at deployed at 16 atm for 15 seconds. Kissing balloon technique using another manufacturer's balloon was performed in the lad and the cx with the balloons inflated to 10 atm for 10 seconds and 6 atm for 20 seconds respectively. Final angiography demonstrated a widely patent lm, cx and lad without evidence of compromised distal flow. She left the cath lab "pain-free with stable hemodynamics." Ninety one days later the patient developed "her recurrent typical symptoms." Angiogram revealed there "is a very short focal region of stenosis at the very origin of the lad. It was later confirmed that the stent in the lad is just short of the ostium." After ultrasound evaluation of the lad and lm, a 3.0x20mm ace balloon was delivered to the cx and a 3.5x15mm voyager balloon was delivered to the distal lm and lad. Using kissing balloon technique, the balloons were inflated to 10 atm for 10 seconds and the 12 atm for 18 seconds respectively. A 3.5x20mm taxus express2 stent was placed in the distal lm and proximal lad and deployed at 18atm for 16 seconds. A short iq guide wire was placed in the distal portion of the cx. Using kissing balloon technique, a 3.5x33mm (another manufacturer's) balloon placed in the distal lm and proximal lad and a 2.5x20mm (another manufacturer's) balloon placed in the distal lm and proximal cx were inflated to 12 atm for 14 seconds and 6 atm for 22 seconds respectively. Repeat angiography demonstrated the lm and ostium of the lad to be widely patent. Per the procedure notes, there is no "evidence of edge dissection." Timi iii flow was observed. "In spite of doing unprotected left main, she was totally hemodynamically in rhythm, stable through the course of the procedure." Twenty eight days later the patient experienced chest pain. Per the procedure notes, in the emergency room a "prompt diagnosis of true posterior wall infarct was made. She was quite hypotensive in spite of fluid and dopamine." At the time she presented to the cardiac catheterization lab, she was in cardiogenic shock. Her hypotension was treated with continued dopamine infusion, multiple doses of adrenaline and subsequently calcium. Vascular access was gained through the right femoral artery. A guide catheter was delivered to lm. Angiography demonstrated occlusion of the cx and some minimal evidence of thrombus also in the proximal portion of the lad. The cx was opened with a 2.5x20mm ace balloon. Then intervention was done in the distal lm and proximal lad with an ace balloon. "In spite of these efforts, there was no improvement of her hemodynamics. She became comatose. CPR was initiated promptly as well as intubation. In spite of these efforts, she continued to demonstrate complete electromechanical dissociation. CPR was discontinued after 20 minutes and the patient was pronounced dead." The cause of death was listed as "subacute thrombosis with total occlusion of circumflex and partial thrombosis of the left anterior descending coronary artery."

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore no analysis could be performed. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.